Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was temporarily programmed vvir pending a revision procedure. An invasive procedure was performed. The ra lead was explanted and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited decreased p-wave measurements, undersensing, high threshold measurements, noise and high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the patient had been lost to follow up since two months post implant. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
--

Event description:
--